Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloons were not deflating when nurses were attempting to remove the catheter. After deflating the balloon, when the nurse was removing the indwelling catheter, they met resistance when gently pulling from the urethra. The patient expressed that they were experiencing pain while they were pulling. They tried to pull more volume but there was no saline left in the catheter's balloon. They noticed sediment in the tubing. They attached a syringe to the balloon port of the catheter and let it passively collect any fluid that was in the balloon. When they returned 15 minutes later to check on the status, there was no volume of fluid in the syringe but the catheter was spontaneously passed out of the patient's urethra. They noticed a large amount of sediment collected around the tip of the catheter. They followed up with charge nurse and the bedside nurse. Foley catheter was deflated with 10cc syringe twice but still did not deflate all the way. Discomfort experienced by patient once catheter was removed. Patient was safely transferred, and they continued to be able to void freely without catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause could be poor coating issue which results in calcification. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes. 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard ez-lok sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile: contents of inner wrap are sterile unless package has been opened or damaged. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloons were not deflating when nurses were attempting to remove the catheter. After deflating the balloon, when the nurse was removing the indwelling catheter, they met resistance when gently pulling from the urethra. The patient expressed that they were experiencing pain while they were pulling. They tried to pull more volume but there was no saline left in the catheter's balloon. They noticed sediment in the tubing. They attached a syringe to the balloon port of the catheter and let it passively collect any fluid that was in the balloon. When they returned 15 minutes later to check on the status, there was no volume of fluid in the syringe but the catheter was spontaneously passed out of the patient's urethra. They noticed a large amount of sediment collected around the tip of the catheter. They followed up with charge nurse and the bedside nurse. Foley catheter was deflated with 10cc syringe twice but still did not deflate all the way. Discomfort experienced by patient once catheter was removed. Patient was safely transferred, and they continued to be able to void freely without catheter.